Event description:
It was reported that the shaft was torn. The 80% stenosed target lesion was located in the carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During deployment of the filterwire, it could not be advanced from the delivery sheath due to stiffness. This resulted in a torn shaft. The procedure was completed with a non-boston scientific (bsc) device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. The guidewire was returned within the delivery sheath, and the filter bag was returned in a deployed state. Visual examination identified that the guidewire was exposed through the delivery sheath. The guidewire was observed to be kinked, and the spring tip was bent. Due to the guidewire being exposed through the delivery sheath, sheathing and unsheathing of the device could not be performed.

Event description:
It was reported that the shaft was torn. The 80% stenosed target lesion was located in the carotid artery. A 3.5-5.5 190cm filterwire was selected for use. During deployment of the filterwire, it could not be advanced from the delivery sheath due to stiffness. This resulted in a torn shaft. The procedure was completed with a non-boston scientific (bsc) device. There were no patient complications as a result of this event.